Event description:
In 2008, the distributor reported that during a removal surgery after fusion, the driver broke at the prongs when the surgeon was attempting to explant the closure tops. No further info is available at this time. The malfunction has resulted in intervention in the past.

Manufacturer narrative:
Prod is an instrument and is not implantable. Request has been made to obtain the prod. Eval is pending upon the return of the prod.